Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2:reference MFR report: 1627487-2016-05508.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-05508. It was reported the patient lost stimulation on his right side after falling off a ladder. Lead diagnostics showed high impedances on contacts 9-16. The patient underwent surgical intervention where the lead was replaced with a new one. The patient is now receiving effective stimulation. It is unknown which lead was replaced therefore we are reporting both.